Manufacturer narrative:
Other text: device evaluation: labels are undamaged. Tamper seal missing. Device history log revealed clinician bolus set to 0 ml, pca lockout 1h. Performed functional check. Visually inspected the pump. The customer's reported issue could not be duplicated at time of investigation. No problems were found with the bolus function of the device or "pump blinks, turns off and on without being manipulated". The pump was found to be operating properly. No further action will be taken. Product is beyond a year from manufacture date of 2022-04 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump blinks and turns off and on without being manipulated. The pump indicates that the patient is receiving 30 boluses when they are not pressing. Incident occurred while in use with a patient, but no injury or clinical consequence was observed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.